Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a bsc ID supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage post deployment occurred. Vascular access was obtained via femoral artery. The 95% stenosed concentric, de novo lesion that was 38mm long with a reference vessel diameter of 3.5mm was located in the moderately tortuous and non-calcified ostium of the left anterior descending artery. Following predilation with a non-bsc balloon catheter, a 38x3.50mm synergy drug eluting stent was advanced and deployed to treat the lesion. However, upon advancing the same balloon catheter, proximal deformation of the implanted synergy stent occurred. The procedure was completed with correction of the deformed stent using another 3.5x20mm non-bsc balloon catheter which then presented shortening. No patient complications were reported and the patient¿s status was stable.